Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, and/or improper bone preparation or flexing the joint during insertion. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported that the event happened during a scapholunate ligament reconstruction (slr). When inserting the screw, the tip of the screw driver broke-off. At this moment the screw began to seat and was screwed in already 3/4 of the depth. The screw was totally unscrewed and screwed in again. For this step another screw driver was used (the one which was already used for inserting the tendon screw). Now the tip of the second screw driver broke. This time the screw was again only inserted three-quarters in. The tip of the second screw driver and the screw remained in the patient as the parts could not be retrieved.